Event description:
Report received from the USA stating that there was an "air leak." The event was not related to any surgical procedure. There was no additional info provided.

Manufacturer narrative:
The device was not received by anspach. If additional info is received, a supplemental report will be sent.